Manufacturer narrative:
No product was returned however the pumps operators manual in section the "alarms and messages" section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable. No patient injury was reported. No additional information is available

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h.6. And h.10.